Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the biphasic pcb assembly and the inductive resistor. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed inductive resistor and biphasic pcb assembly. The inductive resistor had smoke damage from the biphasic pcb assembly. Physio-control determined that the cause of the reported issue was due to an electrical short on the biphasic pcb assembly. Two lands were blown off from the pcb assembly; the diodes, designators cr7 and cr27 measured shorted; a capacitor, designator c43 was missing and a resistor, designator r24 was burned open. It could not be determined which component had caused the electrical short.

Event description:
It was reported to physio-control that the customer's device failed its user test. The device would not complete a charge cycle, but would abort charging defibrillation energy. It would therefore not deliver defibrillation energy. There was no patient use associated with the reported event.